Manufacturer narrative:
(B)(4). The complaint opt312 optiflow junior cannulas are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up response upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that two opt312 optiflow junior cannulas were found disconnected at the nasal cannula during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Device 1: lot# 2101084172, dom: 21/04/2021. Device 2: lot# unknown. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: one of the two complaint ojr412 optiflow junior 2 nasal cannulas was received at fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the returned cannula showed that the tubing was detached from the right cannula joint. Glue was found at the end of the detached tube. Conclusion: we are unable to determine the cause of the reported event. However, the damage was most likely caused by a pulling force being exerted on the tubing. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the opt312 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not stretch or crush tube.

Event description:
A healthcare facility in austria reported via a fisher & paykel healthcare (f&p) field representative that two opt312 optiflow junior cannulas were found disconnected at the nasal cannula during patient use. There was no reported patient consequence.